Event description:
Amplatzer asd device deployed in 2004 which successfully closed a large secundum asd. Two years later, she developed severe mr as documented by echo and physical examination. Tee confirmed the asd was closed, but the mr was present. She underwent mitral valve repair, excision of the implant, and asd patch closure in 2006 without complications. The cause of the mr was trauma from the anterior leaflet striking the inferior margin of the amplatzer device.

Manufacturer narrative:
Since being notified of the event, aga medical has requested additional information from the physician/distributor on 6/27/2006, 7/11/2006, and 7/17/2006. As of the filing of this report, no additional information has been received by aga medical.